Event description:
It was reported that there was a confirmed third overdischarge. It was noted that a physician mode recharge was not performed. There was no any diagnostic troubleshooting performed. It was noted that the cause of issue was patient noncompliance. The manufacturer representative had phone contact with the patient at the request of clinic in (B)(6) of 2013 and was under the impression that the patient needed reprogramming. It was noted that the manufacturer representative spoke to patient briefly on the phone a few times to work out a date to meet. It was noted that the manufacturer representative finally met the patient at the clinic on (B)(6) 2013 and found out that the implantable neurostimulator (ins) had been discharged for ¿around two years¿ and that it was the patient¿s third overdischarge. The patient stated that they only used the device sporadically after implant because they felt much better after implant and did not need it. The patient was told that the device would have to be replaced after a third overdischarge but the patient decided they did not need it and would ¿leave it alone.¿ the patient met with the manufacturer representative and the healthcare professional (hcp) to discuss the pros and cons of removing the device. The patient decided they would leave the device and lead in so if the pain returned they could have a nonrechargable ins implanted. The device was listed as implanted and out of service. The patient¿s status was alive with no injury. There were no symptoms or complications associated with the event.

Manufacturer narrative:
Concomitant products: product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3998, lot# v017927, implanted: (B)(6) 2007, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3998, lot# v017927, implanted: (B)(6) 2007, product type: lead. (B)(4).